Event description:
It was reported in the (B)(4) of radiology during endovascular coiling in the left internal carotid artery (ica) that several attempts were made to access the aneurysm. However due to tortuosity of the ica, it was difficult to access the aneurysm. The guidewire was rotated many times and it was noticed that approximately 9 cm of the distal tip of the wire fractured. A microsnare was used to successfully remove the broken segment. There was no reported clinical consequence.

Manufacturer narrative:
A ship history review identified three lots that had been supplied to the user prior to the reported event. A device history record review on each of the three lots confirmed that they met all material, assembly and performance specifications. The device was not returned for analysis. Based on the information available, it is probable that some anatomical or procedural factors caused or contributed to the event. Therefore, a root cause related to operational context has been assigned to this event.

Event description:
It was reported in the korean journal of radiology during endovascular coiling in the left internal carotid artery (ica) that several attempts were made to access the aneurysm. However due to tortuosity of the ica, it was difficult to access the aneurysm. The guidewire was rotated many times and it was noticed that approximately 9 cm of the distal tip of the wire fractured. A microsnare was used to successfully remove the broken segment. There was no reported clinical consequence.